Event description:
It was reported that the patient underwent an unrelated surgical procedure on (B)(6) 2022. As a result, the ipg would not communicate with external devices. The issue was confirmed by a company representative. Surgical intervention may occur in the future to address the issue.

Event description:
Additional information was received that the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.